Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set was difficult to connect. The issue was described as follows; a short IV catheter was inserted into the patient's left antecubital (ac) vein. When attempted to attach the catheter extension set to the catheter, the extension set became stuck partway onto the catheter. The set was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.